Manufacturer narrative:
The customer reported complaint of the platform powered off by itself was not confirmed during functional testing and archive review. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Visual inspection was performed and noted no damage upon receipt. The platform was tested for 15 minutes with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed initial functional testing. The archive file revealed that the ap platform "timed out "after 2 minutes due to user advisory (ua) 12 on the reported event date. This is a normal platform alert when there is no lifeband present during power-on of the platform or the lifeband clip is not properly engaged. Platform powered off ("timed out ") as designed. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) intermittently powered off during device demonstration. The user attempted to replace the battery, however, the issue would not resolve. No patient involvement. Platform was tested later and the issue could not be duplicated.